Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00815. It was reported the patient's leads had migrated. Surgical intervention took place wherein the leads were explanted but due to patient's anatomy the leads were not replaced. Patient was sent to a neurosurgeon for a paddle lead.